Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous mid right coronary artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During pre-test, the ivus image appeared dark, so priming was performed several times; however, the air could not be cleared properly. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.